Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was 19 mmol/l. Customer administered a correction bolus to successfully resolved the bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Updated MDR codes.